Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2022 by the journal of shoulder and elbow surgery, titled ¿the recovery curve of anatomic total shoulder arthroplasty for primary glenohumeral osteoarthritis: midterm results at a minimum of 5 years ". The study reviewed eighty-one (81) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers ii (arthrex) and univers vaultlock (arthrex), to address primary glenohumeral osteoarthritis. During the sixty (60) month follow-up period, one (1) patient experienced rotator cuff tear leading to revision. Source: altintas, burak, et al. "The recovery curve of anatomic total shoulder arthroplasty for primary glenohumeral osteoarthritis: midterm results at a minimum of 5 years." Jses international 6.4 (2022): 587-595.